Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Avaulta plus anterior biosynthetic support system, pelvisoft acellular collagen biomesh, align to urethral support system with hook needle was reported to be used/implanted during this procedure. Additional information from importer report: the pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated mdrs: 1018233-2012-02003, 1018233-2012-02012-02004, and 1018233-2012-02005.